Event description:
It was reported the patient is experiencing intermittent heating at her scs ipg pocket site in additional to having problems charging her scs ipg. The heating and charging issues are unrelated. Follow-up is pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.